Event description:
A customer contacted beckman coulter inc (bec) regarding an erroneously elevated troponin (accutni) result of 0.15 ng/ml (which is within the risk stratification range) generated by their access 2 immunoassay system for one patient. Two subsequent samples were obtained from the patient and results of < 0.01 ng/ml (within the normal reference range) were obtained from each sample. The initially elevated result was released from the laboratory; however, it was questioned by the patient's physician. The customer is uncertain if there was any change to patient treatment as a result of the elevated result.

Manufacturer narrative:
The sample was analyzed from a greiner lithium-heparin, gel-separator tube and had a normal appearance. It was spun at 4000 rpm for 5 minutes at room temperature in a swinging-bucket centrifuge. All system parameters including qc, calibration, and system check were within assay/instrument specifications. The customer did not request service for this event. No additional information is available for this event. MDR #2050012-2012-01516 documents the ckmb results generated at this customer's laboratory on the same day.